Event description:
It was reported that during a low anterior resection procedure, consultant closed and fired stapler over rectum. No additional force was felt and the stapler appeared to have fired correctly. However, upon inspection of the staple line, it appeared that there were a significant number of malformed staples, e.g one leg not formed into b shape. The consultant then proceeded to do an ap resection. This was a possibility anyway due to the positioning of the tumor. No patient consequence reported.

Event description:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the ap resection was completed due to the positioning of the tumor. As mentioned in the report, after discussing the incident with the consultant, this was a possibility from the outset of the operation. The patient was male. The patient was recovering well following the procedure. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.